Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd ultra fine¿ iii pen needles were hard to detach from the pen during use, with a nutcracker and plyers being used as tools to aid in the removal. The needles were visually inspected beforehand to ensure they were straight, and attached from the patient end. The following information was provided by the initial reporter: "spouse of a consumer reported they found few pen needle hard to detach from the pen needle. Sometimes they use nutcracker and plyers. He visually tests to see if the needle is straight before he attaches from the patient end. She always uses the new pen needle for each injection."

Event description:
It was reported that 8 bd ultra fine¿ iii pen needles were hard to detach from the pen during use, with a nutcracker and plyers being used as tools to aid in the removal. The needles were visually inspected beforehand to ensure they were straight, and attached from the patient end. The following information was provided by the initial reporter: "spouse of a consumer reported they found few pen needle hard to detach from the pen needle. Sometimes they use nutcracker and plyer. He visually tests to see if the needle is straight before he attaches from the patient end. She always uses the new pen needle for each injection."

Manufacturer narrative:
Investigation: customer returned (8) 31g x 12.7mm bd pen needles without tear drop labels attached. Spouse of a consumer reported they found few pen needle hard to detach from the pen needle. All 8 returned samples were examined and tested for attachment and detachment using a threaded test fixture: all 8 samples passed, and no manufacturing defects were observed. Since no difficulties attaching or detaching each sample were observed the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.